Manufacturer narrative:
The product will be returned for investigation.

Event description:
It was reported that during procedure, after priming and pressing the foot pedal, the cutter was engaged and within seconds an error message was displayed and the machine went into pause mode. Unable to activate the machine it was decided to abort the surgery. Anesthesia was administered and incisions already made. No actual patient harm occurred.

Manufacturer narrative:
In regard to this event an eva vfie module was returned for investigation. Investigation of the returned vfie module did not reveal any anomalies. The module functioned within the release specifications. The reported error message indicates that no compressed air is detected. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Because the vfie module subject to this event functioned within the release specifications the event cannot be attributed to a defect of the module. Therefore, the reported event most likely was caused by (temporary) insufficient air supply to the eva surgical system. Please note that the requirements for the air input are specified in eva instruction manual section a1.2 eva environmental specifications. Based on the investigation performed it was determined that the reported event is most likely attributable to an unintended use error. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during procedure, after priming and pressing the foot pedal, the cutter was engaged and within seconds an error message was displayed and the machine went into pause mode. Unable to activate the machine it was decided to abort the surgery. Anesthesia was administered and incisions already made. No actual patient harm occurred.